Event description:
The customer called terumo bct customer support during a red blood cell exchange (rbcx) because the roller clamp on the return line was not tight and he could see a drip from it. The customer used a hemostats on the saline line and continued with the procedure. Customer support suggested to end the rbcx and set up again with a new set, but the operator stated that he will continue as the hemostats helped with the drip of saline and he had only a few minutes left and felt comfortable continuing with the procedure. The customer called back and reported that had a centrifuge pressure exceeded limits alarm at which point, he pressed continue, and then had an alarm for patient's fluid balance may lower than reported, after six minutes he had the alarm patient's fluid balance may be 10% lower than reported. The customer pressed continue through all the alarms and after four minutes he had the alarm patient's fluid balance maybe 15% lower than reported and the only option was to disconnect. Customer support explained to the customer the spectra optia machine eventually won't allow them to continue due to safety concerns. The collection set is not available for return because it was discarded by the customer. Patient went home and will comeback in one month. Patient information is unknown at this time.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer called terumo bct customer support during a red blood cell exchange (rbcx) because the roller clamp on the return line was not tight and he could see a drip from it. The customer used a hemostats on the saline line and continued with the procedure. Customer support suggested to end the rbcx and set up again with a new set, but the operator stated that he will continue as the hemostats helped with the drip of saline and he had only a few minutes left and felt comfortable continuing with the procedure. The customer called back and reported that had a centrifuge pressure exceeded limits alarm at which point, he pressed continue, and then had an alarm for patient's fluid balance may lower than reported, after six minutes he had the alarm patient's fluid balance may be 10% lower than reported. The customer pressed continue through all the alarms and after four minutes he had the alarm patient's fluid balance maybe 15% lower than reported and the only option was to disconnect. Customer support explained to the customer the spectra optia machine eventually won't allow them to continue due to safety concerns. The collection set is not available for return because it was discarded by the customer. Patient went home and will comeback in one month. Multiple attempts were made to obtain the patient¿s information but the customer did not respond to any of the requests.

Manufacturer narrative:
Investigation: the customer provided 4 pictures to further aid in the investigation. Picture 1: a screen shot showing confirming ¿patient¿s fluid balance may be 15% lower than reported. Discontinue procedure¿. Picture 2: a picture of the saline bag with the green saline spike connected to the bag. The saline bag appeared empty and there was a hemostat placed right under the saline drip chamber to occlude the flow of saline. Picture 3: a picture of the return coil confirming that the return saline roller clamp was correctly assembled on the return saline line, and it was fully closed. It cannot be confirmed if the clamp was fully occluding the return saline line from the picture. Picture 4: a picture of the saline bag with the hemostat. The bag appeared to be empty. A disposable lot history search indicated there were no other reported occurrence of defective return saline roller clamp on this lot worldwide. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: a root cause assessment was performed for the unintended saline bolus to the patient. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: defective return saline roller clamp. Failure to fully close the return saline roller clamp a root cause assessment was performed for the ¿centrifuge pressure exceeded limits¿ and fluid balance alarms. Based on the available information a definitive root cause could not be determined but it is likely due to an occlusion or clotting in the centrifuge lines preventing proper flow of fluids causing pressure to build up in the centrifuge. This occlusion could have caused less fluids to return to the reservoir triggering the fluid balance alarms.